Manufacturer narrative:
(Isolation board) the reported event of "an ar-3200-0001t ccu is not showing an image" was confirmed. This evaluation determined that the reported event occurred due to an isolation board failing as a result of normal wear and tear.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 07/20/2023, it was reported by a sales representative via sems that an ar-3200-0001t ccu is not showing an image. This was discovered during a case with no patient effect.